Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella 5.5 support, the patient had signs and symptoms of a gastrointestinal bleed and was scoped. Heparin was stopped for the procedure and was then restarted. The patient is still on support.

Manufacturer narrative:
D6b explant date provided. The investigation of the reported failure mode has been completed. No product was received for evaluation. Major bleed: the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Device history review: the device passed all post sterile inspection checks.